Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) "air in line alarm did not go off and air filled the line and blood backed up into the tubing." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00029).

Manufacturer narrative:
The service provider provided the investigation report on 06/21/2021. The actual device was tested. The device constantly alarmed air-in-line during the testing, which is not the reported issue. The reported issue was not confirmed. The air-in-line sensor was replaced. The pump was repaired and tested to meet full specification.